Event description:
Global product service manager recently spoke to facility and they reported they have had no confirmed reports of hemolysis related to the blood pump.

Event description:
Baxter global product service manager reported meridian device removed more fluid than the programmed amount during hemodialysis. Baxter representative also reported a possible hemolysis and coagulation of the blood due to the blood pump not properly drawing the blood. No further info was available for this report.